Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine with concentration 12.5 mg/ml at a dose rate of 3.771 mg/day via an implantable pump for non-malignant pain. It was reported that a physician called the company representative the evening of (B)(6) 2020 and indicated that the patient's pump said less than 1 cc remained; however, they pulled out 5 ccs. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the pump was at elective replacement indicator (eri) and end of service (eos) was to occur on (B)(6) 2021. The patient had been seen two days ago for a normal pump refill and after that the patient started hearing her pump alarm non-critically. The company representative was with the patient today (B)(6)2020. The logs were pulled; however, the there are no anomalies shown in the logs. They checked the active alarm button on the home screen at the time of the report and the company representative was seeing the pump was alarming due to normal eri. The company representative reported they had already silenced the pump due to normal eri about a month ago so they thought it was strange it was happening again. Technical services walked the company representative through the steps on how to silence the alarm and the troubleshooting steps that were taken on the call resolved the issue. No further diagnostic testing or troubleshooting was yet performed. The pump was to be replaced and they were awaiting labs. The issue was not resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. Surgical intervention was planned but not yet scheduled. The patient's weight and medical history were noted as having been requested but were unknown or would not be made available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that on 11-dec-2020 when the alarm was turned off the patient said that before her refill she felt that she had some withdrawal symptoms but those stopped after her refill. The patient was doing well and just wanted the pump replaced as soon as possible. The pump replacement was not yet scheduled because they were still waiting on labs. It was unknown why the hcp pulled out more meds but was afraid the pump was slowing down as it was getting close to eos (end of service). The plan was to return the pump for analysis. The hcp had no additional information to provide at the time of this report.

Event description:
Additional information was received from a healthcare provider via company representative. The patient¿s pump was replaced on (B)(6) 2021 for normal end of life (eol) battery longevity. The patient had been seen twice in follow-up post-surgery and was doing well. It was further reported that they had received a call from the healthcare provider stating that the patient had died at home on (B)(6) 2021. The cause of death was unknown; however, the healthcare provider did not believe the death was associated with the pump or therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.